Manufacturer narrative:
Event date is estimated .

Event description:
It was reported patient suffered a fall and later lost stimulation .x-rays indicated that the impedances were high and physician suspects fracture of lead. As a result to address the issue patient may be awaiting surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the paddle lead was explanted and replaced with perc lead.